Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that operator was unable to prime a continu-flo solution administration set during product demonstration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received at the plant for evaluation. No defect was observed during visual inspection. The sample was spiked into an in-house 1000ml solution bag containing distilled water and re-primed. No defects were noted. An in-house secondary solution set was also spiked into an in-house 1000ml solution bag and subsequently attached to the three y-sites of the sample to test for flow. Flow was immediately observed at all three y-sites. Initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.